Event description:
It was reported that the right ventricular (rv) lead suspected of lead fractured. Subsequently, this lead was explanted and replaced. A partial lead fragment was returned. No additional adverse patient effects were reported.